Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when a device was being pass through the scope, the sponge detached and got dislodged in the scope channel. A water soluble lubricant was not applied to the top of the biopsy cap prior to use. The sponge was retrieved with tweezers. The procedure was successfully completed using another of the same rx locking / biopsy cap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: problem code a0501 captures the reportable event of sponge detachment. Block h10: investigation results visual analysis of the returned device found that the sponge detached from the biopsy cap. No other visual defect noted on the device. Based on the analysis performed and all the information gathered from the customer and the issues observed, the user reportedly did not apply a water-soluble lubricant at the top of the biopsy cap. The instructions for use (IFU) state "to insert devices through the biopsy cap, apply water soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope's working channel." Failure to follow this step may cause more friction on the system and cause damage to the rubber seal. It is possible that the detachment of the sponge was consequence of the friction encountered while introducing a device through the biopsy cap. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when a device was being pass through the scope, the sponge detached and got dislodged in the scope channel. A water soluble lubricant was not applied to the top of the biopsy cap prior to use. The sponge was retrieved with tweezers. The procedure was successfully completed using another of the same rx locking / biopsy cap. There were no patient complications reported as a result of this event.